Manufacturer narrative:
The device was not returned by the facility; therefore, an analysis of the actual device is not possible. Csi is requesting additional information and return of the product for analysis and will submit a supplemental report, if received. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported via medwatch (uf/importer report # (B)(4)) that during a peripheral orbital atherectomy procedure, a dissection and no flow event occurred. The target lesion was located in the right superficial femoral artery (sfa). The physician advanced the csi oad to the treatment area and completed the intervention. Upon removal of the device, the physician felt resistance, but was able to remove the device. Angiography identified that there was a dissection and no distal flow in the sfa. The physician attempted to introduce a wire to perform balloon angioplasty, but was unable to advance to the site of the dissection. The physician used doppler in an attempt to identify distal pulses in the patient's right foot, but they were absent. The patient was then transported to surgery for additional intervention. A request for additional information has been made but a response has not yet been received.